Event description:
Reportedly, during the implantation of the subject ICD, high lead impedances warning messages were displayed after connecting the leads to the ICD. The leads were previously tested with a pace system analyzer and were within normal range. The patient was then reopened and the measurements made on the leads with the analyzer did not show any anomaly. The leads were then connected to the ICD but the same problem occurred. The ICD was changed without any further problem. The subject ICD will be returned for analysis.

Manufacturer narrative:
(Only model number and catalog number) have been modified because the previous product reference was erroneous.

Event description:
Reportedly, during the implantation of the subject ICD, high lead impedances warning messages were displayed after connecting the leads to the ICD. The leads were previously tested with a pace system analyzer and were within normal range. The patient was then reopened and the measurements made on the leads with the analyzer did not show any anomaly. The leads were then connected to the ICD but the same problem occurred. The ICD was changed without any further problem. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during the implantation of the subject ICD, high lead impedances warning messages were displayed after connecting the leads to the ICD. The leads were previously tested with a pace system analyzer and were within normal range. The patient was then reopened and the measurements made on the leads with the analyzer did not show any anomaly. The leads were then connected to the ICD but the same problem occurred. The ICD was changed without any further problem. The subject ICD will be returned for analysis.